Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is currently in process. When the evaluation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device would not hold the attachment. The device was used during surgery. No injury or medical intervention occurredevent is there was no additional information provided.